Event description:
It is reported that during trochanteric femoral nail procedure, as the surgeon was completing inserting the helical blade, on the final hit with the mallet, the head of the helical blade coupling screw broke off. All pieces were retrieved. Surgery was successfully completed. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.